Manufacturer narrative:
The complaint is not confirmed. It was observed during the evaluation that two bumpers and four power cables are missing.

Event description:
Outflows not working- outflows randomly not sucking. Customer observed that roller was not working.